Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling agitated, panicked anxious, elevated heart rate and ketones. The patient also stated that they have elevated beta-hydroxybutyrate. The patient was treated with saline, given a urine sample, lab tests, bolus' and their heart was monitored. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Corrosion was observed in the device on the batteries and pcb. Investigation found a hole in the internal portion of the soft cannula. During fluid path testing, fluid diverted through the hole. It could be confirmed that the hole in the soft cannula prevented the proper delivery of insulin. The exact cause of the hole in the soft cannula could not be determined.